Manufacturer narrative:
Investigation: we have been provided with one reference sample. We performed the leakage test for this provided sample and any defect was detected. We could not confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2026 (june 15th - 17th, 2017). Syringes were assembled in machine, nº4239, nº4238, nº4214, and nº4201, in lot #7156015 (june 5th ¿ 12th, 2017), and in lot7160155 (june 12th ¿ 21st, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7160132, #7156059, and #7145303 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7160136, #7156064, and #7145308 and no problems, defects or qn related to the reported issue were found. Root cause analysis: we have not been able to establish the specific root cause thereby incur the reported issue. We conclude that the reported issue could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We must take into account that there is no possible to have 100% leakage free when we use two pieces syringes. On the other hand, based on our preventive measures and the numerous quality inspections we are confident that the level of defects in our process is very low. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that a bd syringe¿ with needle leaked during use. There was no report of exposure, serious injury or medical interventions.